Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose with blood glucose level of 1.6 mmol/l. The customer had lost sensor on the insulin pump was currently on dialysis. Auto mode feature was active at the tome of the high blood glucose event. The insulin pump will not be returned for analysis.